Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime test due to faulty force system sensor. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 113 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.